Event description:
A malfunction was reported on a tandem pump with malfunction code 12. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which no recurring issues were reported. The customer was advised to continue using the pump and to contact support if further malfunctions occurred.